Event description:
It was reported an alert triggered for the right ventricular (rv) lead. The rv lead exhibited high impedance on the low voltage portion of the lead and short interval counts (sic). A possible fracture was suspected. The lead also exhibited decreased sensing from 15.4mv to under 2mv. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).